Manufacturer narrative:
Initial reporter: (B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump requested a biomed code during power up. The biomed found that the update was interrupted which caused the error. The error was cleared and the update was processed. There was no reported adverse event.